Event description:
A physician reported a pt who had history of treatments prior to 1993 by another physician. In 9/93 the pt was re-skin tested by the reporting physician and had since been treated multiple times without event. In 1999 the pt was seen for a collagen treatment. Prior to injecting the product, the injector noticed a probable "canker-sore" area on the inside of the pt's lower lip. A topical corticosteroid gel was prescribed. Subsequently the pt was implanted into the upper and lower vermilion borders. On 10/8/99 the pt returned because the pt's dentist had noticed a "yellowish, white nodule" inside the lower lip and had suggested a biopsy. The physician examined the pt and believed the nodule to be a possible "xanthoma." A biopsy was performed and forwarded to the pathologist. On 10/14/99 the pathologist telephoned stating that some of the biopsied specimen seemed to have dissolved in the formalin. The final diagnosis of the nodule was that it was a bead of collagen material. No medical or other surgical treatment or intervention was prescribed or planned.